Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported event; however, provided information stated patient natural progression bone loss was a contributing factor. Additional provided information stated there was no implant failure. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: in (B)(6) 2010, patient was implanted with a pinnacle implant in her left hip. Patient had suffered pain and discomfort until it was finally determined that the pinnacle had loosened, dislocated and migrated, causing a revision surgery in (B)(6) 2011.

Manufacturer narrative:
Part/lot information was identified. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2011 - the sales rep reported the revision surgery. The patient was revised to adjust the leg length. Part/lots identified. Doi: (B)(6) 2010 - dor: (B)(6) 2011. The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for the head component part and lot number combination; one prior report for the metal insert part and lot number combination. However, review of the as400 system show that 19 other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, patient was revised to address failed total hip replacement with metal synovitis. It was also stated that the patient did have a metal on metal synovitic response and inflammation developing into the trochanteric bursal area. CT scan preoperatively demonstrated no evidence of frank loosening of the components.